Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, aspiration was performed for one pass with blades down; however a loss of aspiration occurred. No error codes or visual defects were noted. The procedure was successfully completed with a 2.1mm device. There were no patient complications and the patient was fine.